Event description:
I started having symptoms of hypothyroidism and was diagnosed 4 years after breast augmentation. I take synthroid 100, metformin 500xl and contrave. My breasts hurt daily and I cannot lay on my stomach without pain.